Manufacturer narrative:
Evaluation results: other - a cartridge lot number search was performed and two similar complaints were found. Based on the complaint history and the lot number search, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.

Event description:
The reporter stated a b & l lens was torn upon insertion. There was no patient injury. A different model lens was implanted. It was the surgeon's opinion that the cause of the iol damage was due to the injector and cartridge. The patient's prognosis is excellent.